Manufacturer narrative:
Additional device involved: batch review performed on 07-oct-2024 on ball heads: mectacer 01.29.213 biolox delta ceramic ball head 12/14 ø 40 size m 0 (k112115) lot. 2209213. Lot 2209213: (B)(4) items manufactured and released on 20-jul-2022. Expiration date: 2027-07-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Updated device sales: batch review performed on 07-oct-2024 on cup: mpact 01.32.158dh acetabular shell ø58 two-holes (k132879) lot. 2203932. Lot 2203932: (B)(4) items manufactured and released on 11-may-2022. Expiration date: 2027-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Batch review performed on 07-oct-2024 on liner: mpact 01.32.4048hct flat pe hc liner ø40/f (k103721) lot. 2209949. Lot 2209949: (B)(4) items manufactured and released on 30-jun-2022. Expiration date: 2027-06-12. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review.

Manufacturer narrative:
Batch review performed on 23-feb-2024: lot 2203932: (B)(4) items manufactured and released on 11-may-2022. Expiration date: 2027-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional component involved in the event: batch review performed on 08-mar-2024: liner: mpact 01.32.4048hct flat pe hc liner ø40/f (k122641) lot 2209949: (B)(4) items manufactured and released on 30-jun-2022. Expiration date: 2027-06-12. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 year and 2 months after primary, the patient came in for a post-op appointment and post op x-rays indicated osteolysis behind the acetabular shell and the cause is unknown. The surgeon revised the cup, head and liner. The surgery was completed successfully.